Manufacturer narrative:
Product analysis reveals that the issue with the device was that it had become inoperable. There were no reported allegations against the returned ipg. The report stated that the ipg and lead were explanted, issue unknown. Analysis of the device was completed to document the ¿as received condition¿ with images and a brief description. The ipg had minor tooling marks on the can as a result of the explant procedure, the device was in service app when returned due to a por. It was put into therapy app without any issues and communicated with lab utilities, passed all tests on the ate, and the device had not declared eri or eol.

Event description:
It was reported that the patient had their ipg explanted on an unknown date for an unknown reason. No further information is available.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received.